Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin and 510k are not available. H3, h6: part: 396.971, lot no:bz123400, release to warehouse date: 22 feb, 2022, manufacturing site: werk selzach, supplier :(B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the end tip had a fragment broken off. Broken fragment was not returned for analysis. No other issue was observed over the surface of the broken area. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional evaluation was performed with mating device (396.967) to the attaching end and assembly failed due to damaged condition of the mating device. The overall complaint was confirmed as the observed condition of the screw ø2.7 l16 f/cervic-distractor sst would have contributed to the device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the local/internal inspection in the orthokit loaner department at the following product deviation was identified: the screwdriver does not work because the pins cannot be inserted. There is no patient impact, no surgery delay and no customer impact.